Event description:
Caller reported blood glucose results of 200 mg/dl and 100 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
The pt experienced a spinal headache. Fluoroscopy confirmed that the lead had moved into the intrathecal space. The lead was removed and a blood patch was used to stop csf leak. There was not an issue with lead function. Per the registration system both leads were replaced. The device was successfully reprogrammed and the pt was "doing fine".

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.